Event description:
It was reported that the user¿s ilet displayed a cgm signal lost/sensor reconnecting alert with a concurrent dosing stopped notification while paired to a dexcom g7, and the agent verified the alerts and guided the user to toggle the dexcom model setting between g6 and g7 and re-pair to ilet, advising up to 30 minutes for reconnection; blood glucose was 310 mg/dl. Symptoms included hyperglycemia. Outcomes included temporary suspension of automated insulin dosing. Investigation included remote verification of alerts, review of device-pairing status, and user-led re-pairing and configuration steps. Investigation of this case revealed loss of cgm communication to the ilet and an unpaired cgm state that triggered an automated dosing stop, with no evidence of hardware failure of the pump or sensor and an issue localized to connectivity and pairing. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity interruption and configuration requiring re-pairing.